Event description:
"Fse" was on site for install of new cathlab when he tried to calibrate p4, he was unsuccessful. "Fse" then went to the other cathlabs and had the same result p4 would not calibrate. (Ref: ra#wc48797).